Event description:
It was reported to philips that the system gave an alert indicating image storage was not possible due to an image disk problem, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.